Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the device manufacturer representative indicated that the patient got sick and the pump was replaced a week after (B)(6) 2019. It was reported that the device was discarded. No further complications have been reported as a result of this event.

Event description:
Additional information received from a consumer reported the patient passed away on (B)(6) 2019. The patient had a baclofen pump malfunction, 6 months ago, complicating treatment for spasticity. This led to respiratory failure with septic shock which resulted in m ultidrug-resistant, ventilator associated pseudomonas aeruginosa pneumonia with sacral pressure (decubitus) ulcer.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the healthcare provider (hcp) via a device manufacturer representative regarding a patient receiving baclofen (2000 mcg/ml at 1000 mcg/day) via an implantable infusion pump. The indication for use was intractable spasticity and post spinal cord injury. It was reported that the patient had been in the hospital and had either a laser or lithotripsy procedure performed due to a kidney stone and on (B)(6) 2018 the infusion pump stalled. It was noted that the stall recovered at 10am on (B)(6) 2018; the stall occurred for roughly 30 hours. Per the caller beginning at 1am on (B)(6) 2018 the patient experienced baclofen withdrawal, was very unstable/sick and brought into the emergency room where they were put on a ventilator. It was noted that the pump was due to be changed out on (B)(6) 2018 but due to the stall the date was switched to (B)(6) 2018. When in the operating room the patient was given medication to lower their heart rate for the procedure and they coded for 30 seconds and was revived by cardiopulmonary resuscitation; the replacement was canceled as a result. It was noted that since the pump had recovered the patient continued to received intrathecal drug delivery at the time of this report. The hcp was given a clinician programmer to periodically interrogate the pump if needed; the dose was not adjusted. No further complications have been reported as a result of this event.